Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection at the distributor, damage was observed on the outer box for the subject lead. Preliminary analysis confirmed that during the manufacturing process, a visual inspection was performed in order to ensure that the device and its packaging were in conformance to the established specification. The manufacturing records review did not reveal any deviation.

Event description:
Reportedly, during incoming inspection at the distributor, damage was observed on the outer box for the subject lead. Preliminary analysis confirmed that during the manufacturing process, a visual inspection was performed in order to ensure that the device and its packaging were in conformance to the established specification. The manufacturing records review did not reveal any deviation.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190322 - file-2019-00413 - analysis_and_closure_report_resp-2019-00441.pdf].